Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion sets cannula were bent within 3 hours of insertion on (B)(6) 2024 the site inserted was abdomen. The blood glucose level was found high. The patient took correction via multi daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.